Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint #: (B)(4). It was reported that the temperature on the main side of the hcu30 stopped rising during surgery.

Manufacturer narrative:
During surgery, it was reported that the temperature on the main side of the hcu30 stopped rising. According to the communication with getinge field service technician (fst) dated on 2020-09-16 there is no reproduction of the problem and no request for repairs from the customer. The customer has not been visited by getinge's engineers. According to the communication with fst dated 2020-11-01 the claimed device is back in clinical use, no further failure occurred and the reported failure has not been reproduced in the meantime. Therefore no further investigation is necessary. No most probable root cause could be determined. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Thus the reported failure "temperature on the main side of the hcu30 stopped rising" could be confirmed. The reported failure happened during surgery. The hcu 30 which was used, was responsible for this complaint. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).